Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing performance became gradually worse. Problems of external devices were excluded and a head trauma was denied.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's hearing performance became gradually worse. Problems with the external devices were excluded and a head trauma was denied.